Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that product sterility was compromised. During unpacking of an 110cm ep¿xt¿ unidirectional steerable diagnostic catheter, the sterility was compromised as the connection cable of the catheter falls out and touches the outside part of the package. No patient complications were reported.